Event description:
The user facility reported a patient (unknown age, race, gender) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) displayed an alarm stating "purge disc not recognized". A backup aic was put into place. There was no patient harm.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the console purge disc/flag issue has been completed. The logs were returned for evaluation. The logs revealed that the purge disc not detected alarm occurred several times. The console was tested and the issue with the purge disc not being able to be recognized was reproduced. Visual inspection of the console found that the purge retainer flag was broken which would result in a ¿purge disc not detected¿ alarm. The root cause of this issue was a broken purge pressure sensor flag.